Manufacturer narrative:
Investigation results: according to complaint, quantity of 1 pv328-1br was used during the procedure. Received quantity of 2 pv328-1br instead 1. Both devices were forwarded to manufacturer for evaluation. 1)catalog # pv328-1br - manufactured in march 2005. Color code showing no cracks. Visually both rings are faded and feels brittle from years in service and sterilization cycles. Showing wear and tear from usage. Recommend replacing color code from a certified repair facility. Preventative maintenance of checking the color code should be recommended to the customer prior of sending instruments to the operation room. 2) catalog # pv328-1br - manufactured in march 2005. Color code showing multiple cracks on both rings. Visually showing light discoloration from chemical interaction and multiple sterilizations cycles. Normal wear and tear from usage. Recommend replacing color code from a certified repair facility. Preventative maintenance of checking the color code should be recommended to the customer prior of sending instruments to the operation room. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Based upon the investigation there is no indication for a material, manufacturing or design-related failure.

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report. Investigation on-going, if available.

Event description:
It was reported that there was an issue with the clip appliers. During closure of an anterior lumbar interbody fusion (alif) surgery, the staff noticed that some of the color coding on one of the appliers was missing. This was part of the plastic-like overlay on the finger loop of the devices. There was flaking noted on all 3 devices and the surgeon's were concerned that this could have fallen inside the patient. No fragments were recovered and a decision was made not to reopen the incision. There was no known patient harm and no additional intervention. Associated medwatches: 2916714-2020-00044, 2916714-2020-00045, 2916714-2020-00046.